Manufacturer narrative:
(B)(4).

Event description:
It was alleged the multifix s anchor had released and was loose in the shoulder from a prior procedure. Revision surgery was performed to repair the shoulder.

Manufacturer narrative:
Visual inspection of the returned device found no manufacturing abnormalities. The multifixs is a single use device therefore a functional test could not be performed. An exact root cause for the reported event could not be determined with confidence; however one factor unrelated to the manufacture or design of the device that could have contributed to the reported event includes incorrect alignment during or after insertion. During use, if the device is levered and/ or misaligned, premature anchor detachment can occur. The instructions for use outlines warnings and precautionary measures when using the device such as, ¿caution: use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant.¿ and ¿do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution.